Event description:
The daughter of a (B)(6) old female pt called zoll customer support to report a service code 204. When a pt service representative (psr) visited to exchange the pt¿s equipment, the psr reported a raised baseline on the side-side channel. The pt was issued a fully functional belt and monitor. As received, both the side-side and front-back signal channels were distorted. Upon evaluation, ECG electrode b was corroded. The root cause for the corrosion cannot be positively identified but is likely liquid ingress. In addition, ECG electrode a was producing low output. The cause of the low output is a defective component u1 inside the ECG. The root cause for the defective component could not be positively determined. Also, there was a short in one of the shielded wires in the cable connecting ECG a and ECG b. The root cause of the short could not be positively determined. No adverse event resulted from the damaged cable and served wires on the belt or the damaged component in the monitor. No adverse event resulted from the distorted channels on the replacement belt. The pt received a fully functional replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was cut in multiple places. The service code 204 was caused by several damaged wires in the trunk cable. The blue wire (can l), red wire (can h), white wire (driven ground), orange wire (+5v), brown wire (-5v), green wire (+3.3v), black wire (main battery line), and yellow wire (ground) were all severed. The root cause for the severed cable and wires could not be positively determined but was likely physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the device did not properly monitor an ECG signal. The cause for the in ability to communicate with a belt is a lack of the -5v power from the monitor to the belt. The cause of the lack of power is defective component u612, an inverting charge pump. The root cause of the defective component was not positively identified, but was likely affected from excessive force place on the belt. Device evaluation of belt sn (B)(4) has been completed. The reported problem (raised baseline) has been confirmed. Device manufactures date: 01/2011 ¿ sn (B)(4); 02/2011 ¿ sn (B)(4); 05/2008 ¿ sn (B)(4).